Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of nose irritation, respiratory tract irritation, dizziness and/or headache, kidney disease/toxicity. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that evidence of sound abatement foam degradation/breakdown was observed in this device. Product investigation laboratory initiated therapy with the device and verified airflow, using a product investigation laboratory supplied power supply/ac power cord. Product investigation laboratory observed the following sound abatement degraded foam indications: tiny pieces of a black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Sound abatement foam appeared moist and did not rebound when pressed. Product investigation laboratory was able to confirm the presence of degraded sound abatement foam. Secondary findings: 32 errors were logged. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Non-philips sd card. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Product investigation laboratory was unable to address the symptoms specified. In report information: 510k number has been updated. In box b: adverse event/product problem, outcomes attributed to ae has been updated. In box d: product UDI, device avail. For eval? (Rfb), date returned (rfb) has been updated. In box g: date received by mfg has been updated. In box h: manufacture date (rfb), device eval. By mfg?, h6 code has been updated.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of nose irritation, respiratory tract irritation, dizziness and/or headache, kidney disease/toxicity. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.